Event description:
It was reported that during a follow-up visit, increased capture thresholds were noted on the right ventricular (rv) lead. A micro dislodgement was suspected. Lead repositioning was attempted but the helix would not deploy. Subsequently, the rv lead was replaced. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
The reported event of dislodgement and inadequate capture were not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended, stretched, and clogged with blood/tissue. X-ray examination noted the inner coil was over torqued at the connector region. Due to the helix being stretched, the helix mechanism/extension length test was not performed. The cause of the reported event of helix mechanism issue was isolated to stretched helix and an over torqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.